Manufacturer narrative:
Correction: in the initial report, the device' PMA approval number was not included. We have added this information in this report.

Manufacturer narrative:
A thorough investigation of the returned introducer and pump were conducted. Both the reported introducer kink and detached outflow cage were confirmed. Based on the clinical report, we believe the cause of the introducer kink was due to steep insertion angle required by the patient¿s anatomy. The kink in the introducer increased the forces required to deliver the device and these forces caused the outflow cage to deform and ultimately detach. A review of the device history record found no manufacturing issues, reworks, or other complaints associated with this failure mode for this pump lot.

Manufacturer narrative:
The impella cp was returned and an investigation is underway. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female caucasian presenting with acute myocardial infarction and cardiogenic shock for right heart support with the impella rp device. During device insertion, some resistance was endured when passing the device through the introducer. After passing through introducer, prior to inserting into the pulmonic valve, the pump's teardrop had separated from the cannula and traveled into the right atrium. As treatment, a surgical snare was inserted and the device was removed. The patient endured blood loss which required 3 units of blood product delivery. The patient tolerated the procedure well and did not endure any additional adverse impact. The patient did not require a new rp device and was successfully supported with milrinone and continued impella cp support.